Event description:
The customer reported an overinfusion that resulted in unspecified patient harm. Although requested, additional details were not provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. The customer later stated that their internal investigation revealed the incident did not involved any malfunction of the pump and declined any investigation by carefusion. Root cause of the event was not provided.